Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. Daughter is calling on behalf of the customer. The customer is concerned with all of the results obtained. The expected blood glucose test result range is 200 mg/dl unsure if fasting or non fasting. The customer feels well and did not report symptoms. Medical treatment not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the dining room. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 8/31/19 and open vial date is 3 weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Daughter is not sure if mother takes blood glucose tests fasting or non-fasting as she does not live with her. Customer's daughter called the ambulance on (B)(6) 2018 due to a blood glucose of 465 mg/dl. Daughter doesn't known if it was fasting or non-fasting. Daughter states that mother did not had any diabetic symptoms. Daughter states that when the emt's took her mother's blood glucose, the result was 320's mg/dl (unsure if fasting or non- fasting). Daughter not quite sure of the precise result. Customer was not taken to the hospital- she refused. Mother was advised by emt's to change her diet and continue her medications as directed by her doctor. No treatment was provided. Customer is feeling fine right now. Customer is not having any diabetic symptoms at this time. Customer used meter this morning and got a result of 299 mg/dl (unsure if fasting or non- fasting).